Manufacturer narrative:
(B)(4). Following sections were updated/edited: b4, b5, g4, g7, h2, h10. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is being returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that during surgery a functional defect with an electric dermatome ref00-8821-001-00 sn (B)(4) occurred. The device starts very slowly. There was no harm or injury to the patient or the operator. There was no delay. No adverse events were reported as a result of this malfunction.